Event description:
It was reported that they were intermittently getting black grainy images, resulting in the patient having to be re-exposed. It was determined to be a calibration issue. The field engineer did a full calibration and reset some setting; once this was done, the system is working as intended.